Event description:
A medtronic representative reported that, while in a training session, the mach cranial software was unresponsive after registering with tracer. The navigation system was re-booted, the foot switch was unresponsive and the audio alerts were lost. The software was intermittently unresponsive throughout different stages requiring a re-boot to resume function. There was no pt present when this issue was identified.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. A medtronic representative, following-up at the site, reported that after the cranial software was uninstalled, re-installed and the navigation system worked properly. Further trouble-shooting and uploading exams resulted in no response from the system, issue not resolved. No parts have been returned to MFR for analysis.